Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The pump and the infusion set tubing and site were tugged when the customer had inadvertently dropped the pump. The customer changed the pump supplies. The customer's blood glucose (bg) level was in the 300 mg/dl range. A bolus of insulin and an injection of insulin were used to address the bg level.